Manufacturer narrative:
Evaluation codes: updated. D3, g1,2 email is: (B)(6). No product or photos were returned therefore no device analysis could be completed. A suspected root cause was incorrect practice and not following the instructions for use (IFU) a device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that a lumbar puncture was performed with a number 18 touhy needle. After removing the needle and catheter set, it was noted that a piece of the catheter was missing. The catheter, as it has holes in its distal end for better dispersion of the anesthetic solution, ended up being "perforated" during manipulation inherent to the procedure, causing the catheter to break inside the patient's neuroaxis. The event occurred in the surgical block, and the type of procedure that was taking place at the time of the event was childbirth or puerperium. There was a neurological reaction. The outcome of the event was unknown.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.